Event description:
A user facility reported, "canister does not work to pull suction during procedure. Changed canister multiple times and suction would cease after short time".

Manufacturer narrative:
A user facility reported, "canister does not work to pull suction during procedure. Changed canister multiple times and suction would cease after short time." Deroyal industries requested return of the sample, but it was not available for return. An incorrect lot number was also provided, so no lot was able to be reviewed. Deroyal reviewed specifications, failure modes and effects analysis (fmea), and any corrective and preventive actions (capas) relevant and no issue were found. An inventory check was performed on 32 suction canisters and all were found to be within specification. 40 parts were pulled from inventory to be tested. 20 lids were tested with vacuum being applied to the vacuum port and water was pulled into the canister. Each lid functioned as intended. 20 lids were then tested by applying vacuum to the patient port and attempted to pull water into the vacuum port. When the lid is hooked up in this manner, the filter immediately becomes wet and suction declines rapidly. This shows shut-off testing passed and no fluid was permitted into the canister. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). Root cause: because no sample or photos were returned, the root cause could not be determined. Potential root cause: using the customer description of the problem and testing conducted, a possible root cause of this failure is a user hook up error. If fluids are pulled into the vacuum port, the filter will shut off immediately and prevent fluids from reaching the canister and prevent suction. Corrective and preventive actions: because no root cause could be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for any trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.